Event description:
It was reported that at 8 minutes 81,996 joules while using the surgical fiber during a prostate procedure, the fiber tip broke. The fiber was replace and the procedure completed using a second surgical fiber. There were no patient complications and no injury reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap bevel edge and metal cap were not aligned. The glass cap exhibited severe devitrification at output window. The metal cap exhibited severe charred detritus adhesion on the surface and indication of slight melting on the output window. The outer flow tubing open end exhibited minor scratch marks. Analysis of the device did not identify any sign of fiber tip break or fracture. The fiber was tested with a hene laser fixture and aiming beam was present at fiber output window. Cap wear is a known inherent risk of device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Glue failure is likely to have contributed to the glass cap bevel edge and metal cap misalignment. Based on the glue failure observed a probable cause of design inadequate for purpose was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact may be the major cause resulting in the observed glue failure. Analysis of the device did not identify any signs of fiber tip break or fracture. The manufacturer has reviewed all information and determined that this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that at 8 minutes 81,996 joules while using the surgical fiber during a prostate procedure, the fiber tip broke. The fiber was replace and the procedure completed using a second surgical fiber. There were no patient complications and no injury reported.